Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which has been implanted approximately 15 months, displayed an increase in charge times. A guidant technical services representative discussed performing two manual capacitor reforms and monitoring the batttery status.